Event description:
The consumer was using the cane when the tubing allegedly bent in half, causing the consumer to fall and break her finger.

Manufacturer narrative:
User reportedly was transgressing with their cane, and the cane allegedly bent. Serious injury is alleged. Past history with similar products indicates that a user's instability and sudden/improper device loading is the most likely cause of this incident. MDR filed based on alleged non confirmed serious injury.